Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that after charging the pump battery for approximately 30 minutes, the customer removed the tandem provided usb cable from the pump. The customer left usb cable plugged into the tandem provided wall adapter which was plugged into a wall socket. Customer's parent could smell something burning and it was discovered that the end of the usb cable had caught on fire and burnt the carpet. The customer's foot also was burnt and customer applied a cold pack and a cream to the burn. Customer's blood glucose was 144 mg/dl. Contact confirmed that there was no physical damage to the pump. Customer reverted to using an alternate method of insulin therapy.